Manufacturer narrative:
Status and location of the device is unknown.

Event description:
It was reported that during placement of a cage with an avs navigator straight inserter, the inserter tip 'broke' off following two hammer blows. The cage and inserter tip were removed and changed without difficulty or adverse consequences to the patient. The procedure was completed successfully with a 10 minute delay to surgery.

Event description:
It was reported that during placement of a cage with an avs navigator straight inserter, the inserter tip 'broke' off following two hammer blows. The cage and inserter tip were removed and changed without difficulty or adverse consequences to the patient. The procedure was completed successfully with a 10 minute delay to surgery.

Manufacturer narrative:
Visual, dimensional and functional analysis could not be performed as the device was not returned. Device and complaint history records could not be reviewed as a valid lot code was not provided and could not be obtained. The customer reported event could not be confirmed as the device was not available for investigation. It was reported that during impaction of the cage into the disc space, the 'holding system' broke. Through correspondence with the rep, it was reported that the avs navigator inserter fractured at the tip after using a hammer for impaction. As the device was not available for investigation, the specific failure mode could not be confirmed, and a cause could not be determined conclusively.